Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient vessel required a straight lead rather than a spiral long. Further information was obtained indicating that the patient had a difficult anatomy that it would require a different lead. Moreover, there was no allegation against this left ventricular (lv) lead. This lv lead was explanted. No additional adverse patient effects were reported.